Manufacturer narrative:
A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with bus fault. Cause of fault is shorted electronic components on the main pcb. Two transistors were shorted out. Reason for electronic component failure is unknown but a shorted out mdu is a possibility. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated.

Event description:
It was reported that the dyonics power unit started smoking when shaver handpiece initiated. It was repeated with a new unit and the same issue outcome. It was kept the same shaver blade. No patient injury reported.